Event description:
It was reported that the plunger not working and case is cracked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the bottom case was broken. During the power up process, the reported problem was duplicated. The check syringe plunge sensor was found at power up process and unable to move the plunger assembly when plunger lever was pressed. The root cause of the reported issue was found to be the dowel pin came loose from the plunger head mount and broken screw-boss on left plunger case are causing both of the timing plates and push block to be misaligned. This was caused by a design issue. Replaced dowel pin, plunge head mount and left plunger case. Performed power up process and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.